Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was over 600 mg/dl. The customer also experienced vomiting at the time of incident. The customer was treated with manual injections of insulin. It was reported that there was vast difference in sensor glucose and blood glucose readings but insulin delivery was not suspended due to it. It was unknown whether the auto mode feature was active or not at the time of incident. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.